Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was no audio from the mx40. There was no report of a patient injury or harm.

Manufacturer narrative:
The customer returned the product as a "doa". There were signs of device use at the customer site (staining and general wear and tear of the device). Although it was returned as dead on arrival, the findings would indicate that the device, as it was manufactured in 2015, was not dead on arrival.